Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer stated that the insulin pump was not able to rewind. Customer states they are unable to exit the "load reservoir" process. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with drive count or time values or changes incorrect for moving or coasting error alarm during rewinding due to jammed motor gearbox. Unable to verify prime anomaly due to drive count or time values or changes incorrect for moving or coasting error.